Event description:
It was reported the customer had a defective reservoir. Customer stated insulin begins to get sucked back up when being released into the vial. The customer also believed their reservoir does not fit into the transfer guard correctly. Troubleshooting found the customer was following the correct procedure to load their insulin. Customer was advised their insulin vial may be under pressurized. No additional information provided.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.